Event description:
Discordant, falsely elevated sodium results were obtained on six patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument and those results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated that sodium results were falsely elevated. After evaluating the instrument data, the tsc instructed the customer to replace the sodium electrode, perform calibration and run qc. The tsc determined that the cause of the discordant, falsely elevated sodium results was due to a malfunction of the sodium electrode. The instrument is performing within specifications. No further evaluation of the device is required.